Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred. Additionally, blood glucose level displayed "high" and was resolved via manual insulin injection. Customer reverted to an alternate method of insulin therapy.